Event description:
The pt received a scs system on (B)(6) 2011 and the pt stated that during the intra-operation testing of the stimulation, it felt like a shock to her. The doctor removed the lead and implanted another lead. A new lead was opened and implanted successfully. No further information is available at this time.

Manufacturer narrative:
Evaluation: results: the lead was tested and passed all functional (continuity and resistivity) test. Sjm has limited information related to the p's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.